Manufacturer narrative:
Additional information was added. Lot manufactured between march 04, 2019 to march 06, 2019. The actual device was received for evaluation with additional tubing attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed with no issues noted; the spike with tubing that was received with the bag remained securely attached at the spike port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a connection issue while being used with an unspecified IV (intravenous) tubing set. It was further reported the spike of the unspecified access set dislodged from the tpn bag after being primed which resulted in the tpn not being able to be used. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.